Manufacturer narrative:
Review of procedure ID #'s (B)(6) show some patient movement but no definitive sign was noticed in terms of a full thickness arcuate incisions on either of the procedures. Patient movement can lead to perforation if the patient is pushing upwards during that part of the procedure. Monitoring patient movement is part of the surgeon's responsibility when treating. They can always stop the procedure at any time by taking their foot off the pedal and resuming treatment by depressing the pedal again when the patient is no longer moving. System functioned as designed. No further clinical follow up required.

Event description:
On 06/02/2026, doctor (B)(6) reported to cas that they experienced full thickness aks during procedure ids # (B)(6).